Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that on the same date, there were issues with three different preloaded monofocal intraocular lens (iol), used in three patients. The issues were identified post-implantation and none of the iols were explanted. There was no indication of patient impairment. It is unknown if the patients' daily activities were significantly affected. No other surgeries on the same date reported issues. We learned through follow up that patients are okay, and there are no plans to explant the lens. This report is for the lens identified as iol 2 with issue provided as similar marking or tear was noted near the optic-haptic junction after implantation in the left eye (os), along with additional dots/markings on the optics. No further information was provided. Separate reports will be submitted for each of the devices (iol 1, iol 2, iol 3) captured in this complaint.